Event description:
It was reported to philips that the device fails testing. The field service engineer (fse) evaluated the device ad found the high voltage capacitor was out of tolerance. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails testing. There was no patient involvement.